Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reported that the issue incorrectly reported as no display. He found no issues with the display. The fse identified a rattling noise coming from the compressor area in the console. The unit however pumped without issue upon initially tested. The fse opened the unit, and physically identified the noise was coming from the scroll compressor. There was nothing unusual identified in the logs. Noteworthy, compressor failed to raise pressure pass 363 mmhg during the vacuum/pressure regulators calibration. The fse identified no signals of physical damage on the wheels assembly that may have affected the compressor. The fse then replaced the compressor as well as pressure and vacuum filters/mufflers and addressed issue. The safety disk replacement was due and the fse replaced it at 6,000,000 cycle interval. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was then returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a loud noise from the back of the unit and there was no display. There was no patient harm and no adverse event was reported.